Manufacturer narrative:
It was reported that this lead was capped for unknown reasons during device explant. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported noise with some pacing inhibition on this lead. The lead remains implanted at this time.